Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant stopped inflating.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump was received for evaluation. Examination and testing of the returned pump revealed separation surrounded by abrasion on one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on the other exhaust tube, inlet tube and both exhaust strain reliefs of the pump. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.